Event description:
Anesthetist using nonin cerebral oximetry during right carotid endarterectomy. Sensors worked initially but after right carotid artery clamped the right sensor read "- - -." All electric connections double checked. Left side read normal. Right sensor lifted by anesthetist and only one of the four leds was flashing red. New sensor placed and readings returned to match left side. Prior to replacing sensor the carotid was shunted and there was no change in right cerebral oz. Cause felt to be defective sensor.